Manufacturer narrative:
A second training was given to the user.

Event description:
Representative of the manufacturer was contacted by user of a (B)(6) after a patient was found, during night watch, lying on the ground with her pillow. It is alleged that the bed exiting detection had not alarmed of patient exiting. There was no injury related to this bed exiting.

Manufacturer narrative:
No defects were found. The most probable cause of this situation appears to be that the calibration had not been done by the user and the instructions for zeroing not followed. Therefore, this would be a user error since the indications for calibration and zeroing are mentioned in the accompanying documentation. Precisions were made to the user manuel (corrective action : res 85592 recall 3009591865-04/28/2020-001-c ) to emphasis the preventive maintenance annual checklist, which includes calibration and to emphasis on usage of detection system and the zeroing procedure, which is explained and described in the user manual. The manufacturer will follow the trend.